Event description:
Per the audiologist, in 2007, the patient presented with an open wound at the edge of the receiver/stimulator site. The cochlear implant is in proper positon and functioning, but was visible through the open wound. The surgery to clean and close the open wound proved unsuccessful. The patient is currently being treated with antibiotics. Reimplantation surgery is planned, but had not scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.